Event description:
Patient was sitting on his bed and suddenly head of bed dropped back without patient touching any of the bed controls and patient's head suddenly went back as well. There was no harm to the patient. Engineering and housekeeping were notified and the bed was removed from service and replaced with another bed.